Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer got failed battery test alarm after. The blood glucose level was 180 mg/dl at the time of incident and current value was 174 mg/dl. Customer stated hairline crack on pump. Customer states the type of battery in use is (B)(6) alkaline batteries. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer reports the pump was not dropped. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Customer states this is not the second occurrence of off no power without a low battery warning. New battery did not resolve the issue. Continued troubleshooting for failed battery test and blood glucose level was 180 mg/dl. Customer inserted a new battery and the pump alarmed failed battery test failed battery test. Pump tests each new battery when inserted. A battery may fail test if it has potential to cause pump to lose power without warning. The call was disconnected. The insulin pump will not be returned for analysis.